Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device had experienced an infection at their wound site. Due to this reason, the icm device was explanted. No additional adverse patient effects were reported. This icm device has not been returned.